Event description:
Procedure: laparoscopic cholecystectomy. When the port was removed from the device, small plastic splinters from the braided sleeve were left behind. Small shredded pieces of sleeve were removed from patient. No injury.